Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: "while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate. A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample. The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff. The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process".

Event description:
1st customer response: apologies for the delay and thank you for your support. I'm wondering if you received the full initial email I'd sent originally to customer quality? I was trying to be very clear that we were not specifically stating we felt the particulate came directly from one of the bd items indicated. Let me forward you my original email, as it may clarify. In the meantime, I will reach out to my colleagues and get correction on the mistaken lot number.

Manufacturer narrative:
Investigation summary: one photo received by our quality team for investigation. Through visual inspection, brown foreign matter is observed. The client indicates that according to its ir analysis the material is a group of thermally degraded cellulosic fibers which is characteristic of packaging materials made from cardboard, however, this material is not found during the manufacture of the syringes until secondary packaging, that is, the product is not exposed to this type of materials so contamination by this type of foreign matter is not possible in the manufacturing process. Physical samples are required to further analyze and help identify the foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.